Event description:
Aspect representative was contacted by (B) (4) on (B) (4) 2010 regarding a (B) (6) female patient who underwent a posterior spinal fusion procedure on (B) (6) 2010. The patient was in prone position for 10 3/4 hours. The patient's head was supported in a foam head rest (osi gentle touch). During surgery, somatosensory and motor evoked potential monitoring was used. Upon removal of the bis sensor, the crna noticed skin changes at the middle of the forehead, corresponding to the location of electrode #1 from the bis quatro sensor. The skin change was described as a deep red pressure ulcer, and the crna also observed a red streak across the right side of the forehead where the sensor.... After examination, the patient's pediatrician prescribed neosporin ointment which was used for one week while the patient was hospitalized. Upon hospital discharge, the (B) (4) noted that the redness of the skin lesions was reduced, but still visible at the center of the forehead. At this time, no further information is available.

Manufacturer narrative:
There were no manufacturing changes (such as a change in the gel or adhesive) that may have caused a patient reaction. Product label states "if skin rash or other unusual symptom develops, stop use and remove". The sensor device functioned as intended and does not appear to have malfunctioned. Neosporin is considered a widely used over the counter ointment. However, neosporin was used to prevent permanent damage. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. However, a topical treatment was prescribed in order to prevent serious injury. At the time of this report, it is unknown if the irritation had completely resolved. Therefore, an MDR is required.